Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed. Clinical review: a clinical investigation was performed. A temporal relationship exists between ccpd therapy utilizing the liberty select cycler/liberty cycler set and the reported adverse event of staphylococcus epidermidis peritonitis. However, there is no allegation or objective evidence indicating the patient¿s liberty select cycler and/or liberty select set, or any fresenius product(s) caused or contributed to the patient report of abdominal pain, cloudy pd effluent and fever with subsequent diagnosis of peritonitis. Based on the information available, the cause of the patient¿s staphylococcus epidermidis is most likely related to touch contamination of the patient's pd catheter during connection to the cycler set due to the patient's parkinson's disease. Additionally, peritonitis is a well-known potential complication in patients utilizing pd therapy.

Event description:
A peritoneal dialysis (pd) patient on continuous cycling peritoneal dialysis (ccpd) for renal replacement therapy (rrt) contacted technical support for assistance with a patient line is blocked (soft alarm) during drain 4 of 4 of treatment. The patient was advised to reset up with new supplies. Upon follow up, the patient stated that there were unable to complete treatment. The patient had an infection and was prescribed antibiotics. The peritoneal dialysis registered nurse (pdrn) the patient came into the pd clinic on (B)(6) 2019 with complaints of abdominal pain, cloudy pd effluent and fever 100.4 (route not provided). A sample of pd effluent was collected for culture and white blood cell (wbc) count, and the patient was prophylactically treated with a one-time dose of vancomycin, 2 grams and tobramycin 0.6mg/kg, both via intraperitoneal (ip) dwell. Per the pdrn, the patient did not require hospitalization and reportedly, there were no liberty select cycler/liberty cycler set malfunctions or reported issues related to any fresenius product(s) associated with this peritonitis event. On (B)(6) 2019, pd effluent cultures were positive for staphylococcus epidermidis with wbc count 7422 confirming peritonitis. Per the peritoneal dialysis registered nurse (pdrn), the suspected cause of the patient¿s peritonitis is staphylococcus epidermidis and touch contamination. The pdrn further states, the patient has parkinson¿s disease which causes significant bilateral hand shaking; the patient has had witnessed breaches in aseptic technique during treatment set-up as evidenced by: cleaning/prepping the distal end (connection site) of his pd catheter (not a fresenius product) and then setting the prepped end back down (not in a clean/sterile field) while uncapping the distal end (connection site) of the liberty cycler set. This leads to high probability that the distal end (connection site) of pd catheter being contaminated by touch contact with a non-sterile surface prior to connecting the liberty cycler set. The pdrn also states antibiotics were restarted using vancomycin 2 grams and tobramycin 0.6mg/kg via ip dwell daily for 7 days in addition to diflucan, 100 mg orally every day for 21 days. Reportedly, the patient is recovering and completing their course of antibiotics; pd therapy continues without reported issue.